Manufacturer narrative:
It was later reported that an s-ICD was implanted and defibrillation threshold (dft) testing was successful with the concomitant pacemaker. A later procedure was planned to move the pacemaker to the patient's right side and connect it to an abandoned pace/sense lead and add a right atrial (ra) lead. The chronic defibrillation lead will be fully abandoned at that time. Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified an arc mark on the device case. The lead barrels and header noted no irregularities. The battery status was end of life (eol) with a battery voltage of 3.090 volts. Review of device memory found a shorted lead fault (fault code 1004) was recorded on (B)(6) 2017 after a shock was attempted. Additional shocks were attempted and the device battery status moved to eol due to long charge times. The internal damage to the device most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the additional charge attempts caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead received several shocks from the device. After the shocks were delivered, the device displayed a code 1004 and 1007, indicating a shorted lead condition and charge time out. The device was at end of life (eol) battery status and the shock episodes could not be reviewed. It was noted the battery status was good at the (B)(6) 2017 follow up. The device was explanted. X-ray inspection of the rv lead did not show damage, and visual inspection of the portion of lead in the pocket did not reveal insulation damage. However, as the cause of the shorted condition was not confirmed, the shocking portion of the lead was not reused at this time. A pacemaker was implanted and connected to the rate/sense portion, as the patient was indicated for bradycardia; the patient was not pacemaker dependent. The physician wanted to determine if the chronic defibrillation lead remained usable before taking further steps. Due to the patient's medical condition, the lead could not be extracted and a new lead could not be implanted. If the lead was good, a new transvenous ICD would be implanted. If the lead was bad, an subcutaneous implantable cardioverter defibrillator (s-ICD) would be used with the implanted pacemaker. The patient remains hospitalized pending further evaluation of the chronic rv lead and of the explanted ICD. No additional adverse patient effects were reported.